Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the sample device has been discarded, therefore, the root cause of the reported regurgitation secondary to partial dehiscence, perivalvular leak and endocarditis cannot be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause could not be investigated, the source of the reported regurgitation and perivalvular leak may have been due to the partially disrupted and dehisced aortic prosthetic valve noted in the operative report. Furthermore, per the operative report, "no acute infection or abscess was noted but upon further dissection it was noted the patient had multiple burrowing sinuses from previous healed infection below the level of the coronary leaflet. This measured approximately 3 cm in length". No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 30 months due to regurgitation secondary to partial dehiscence, perivalvular leak and endocarditis. Per the operative report, the patient developed worsening aortic valve insufficiency with a perivalvular leak and evidence for new sub-valvular abscesses and/or healed sinuses. Evaluation of the aortic valve revealed that the entire previous prosthetic valve from the coronary ostia to the left coronary ostia was partially disrupted and dehisced. The valve was further excised. No acute infection or abscess was noted but upon further dissection it was noted the patient had multiple burrowing sinuses from previous healed infection below the level of the coronary leaflet. This measured approximately 3 cm in length. This was also a shelf freeing a tract-like area up to and beneath the level of the right coronary leaflet. This did not enter into an additional abscess site. The subject device was replaced with an edwards pericardial valve. The patient was then weaned from cardiopulmonary bypass without difficulty. Inspection of the prosthetic valve revealed good valve function.